Manufacturer narrative:
The insulin pump passed functional testing including displacement test, rewind test, basic occlusion test, occlusion test, prime test and excessive no delivery test. The insulin pump was programmed 2.0 units fix prime with water filled reservoir. The water did exit the infusion set and units left in the reservoir matched the units left in status screen. No insulin smell or moisture damage inside reservoir compartment, electronic assembly or motor noted. The insulin pump was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. The insulin pump passed the displacement accuracy test. The insulin pump had cracked case at the display window corner, cracked belt clip slot at the battery tube threads area and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2017 with blood glucose of 20 mg/dl. Customer was hospitalized for low readings. Customer was treated with dextrose in emergency room. Customer was wearing insulin pump at the time of hospitalization. Troubleshooting was performed and it was found that the pump was worn during chest x-ray. The customer was unable to get out of rewind mode after rewinding the pump. The insulin pump was returned for analysis.